Event description:
Beginning 9/00 through 11/00 donor testing lab saw an increase in the number of "failed plates" for the eia p24 ag assay mfg by coulter corp (miami, fl) and marketed by ortho clinical diagnostics (raritan, nj). The absorbance values of the external negative controls run with each plate were too high per MFR's package insert. A review of this past year's p24 ag failed plate data reveals the following info: "plate failures" due to unacceptable ext. Neg. Controls, jan-august 0-2, september 6, october 6 and november 13. There were five different lot numbers of eia "kits" associated with the failures between sept-nov. (2060e606, 2060d566, 2060e626, 2060f666, and 2060g746). A new lot number of external negative control mfg by boston biomedica was received in 8/00 and put into use sometime in 9/00 (100773). Communication with MFR: boston biomedica was contacted by donor testing mgr regarding these results. They stated that they have had similar reports from aprox 4 other customers. They attributed the problem to an "edge effect". Their concept of the edge effect is as follows: the absorbance value of the controls is greater if the controls are pipetted into wells at the edge of a microplate when compared to the abosrbance values of the controls pipetted into wells near the center of a microplate. Boston biomedica and ortho clinical diagnostics have indicated that they are working together on this issue. In addition, ortho clinical diagnostics has indicated that they are in contact with the MFR of the assay, coulter.